Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. On the second day of support, it was noticed that the placement signal had been drifting for several hours and mean flows had reached 5 l/min. Then, the psnr alarm triggered, placement signal and flow calculations disappeared from the aic. At the time of the complication, various hemodynamic measurements had worsened since case start, including co, ci, and papi. The pump was not removed due to the failure mode and was weaned a day later. Product was not returned for investigation. Data log were reviewed: for roughly 9 hours leading up to the psnr alarm, the ps was trending downward which was then causing the mean flow calculation to drift upward to 5 l/min. Additionally, lt logs show cvp starting out noisy, but then stabilized during the time that ps was trending down. All the while, motor current remained stable. When the psnr alarm triggered, ps, mean flows, and cvp calculations were all disabled. The mc remained stable as well as all optical sensor parameters. In looking at the rt logs, it was confirmed that cvp remained stable based on the raw optical sensor pressure reading. The root cause of the placement signal issue was determined to be sensor drift. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal failed and placement signal not reliable alarm occurred. There was no reported harm to the patient.